Event description:
The customer obtained falsely high troponin I serum results on a pt sample. This sample was retested using plasma (as indicated by the instructions for use), and the results were negative. Elevated results of this magnitude might initiate a cardic catheterization. There was no report of pt harm as a result of this event.